Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit display screen has nothing coming up.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and observed that display was displaying static and illegible. Connected know iab and initiated autofill. Confirmed device completed autofill and continued to pump at 80bpm without any additional alarms or additional abnormal function occurring. Again fse returned to site powered device 'on' and observed display is functioning correctly at this time. Conducted extensive troubleshooting and allowed device to remain 'on' for several hours without any abnormal function occurring. Removed display cover and ensured all ground connections were tight and reseated all cables within the display. Also completed full pm, safety, calibration, and functionality checks. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.

Event description:
Patient involvement/harm is unknown and event circumstance is unknown.